Event description:
Customer reported via email the sensor pad has a few second delay before the alarm sounds. Would like to send in for inspection. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor.in addition, the time delay option is to allow some patient movement without setting off alarm, but still give sufficient warning when patient attempts to get off of a sensor pad. This is especially useful when connected to the nurse call system to minimize false alarms. The IFU states assess patient frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with patients at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2022-00559. Product not returned.

Manufacturer narrative:
H3 evaluation summary: the device was returned and evaluated by posey /tidi, at which time it was found to be functioning according to manufacturing specifications the sensor pad functioned as intended for use when tested with a known working 8345 unit. The visual findings revealed creases throughout the pad and a hole on the vinyl indicating that it may have been poked with a foreign object. Even if cosmetic damage is noted, the evidence supports that a device malfunction did not occur. At this there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.